Manufacturer narrative:
Although requested, product has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the set had cracked at the spike and leaked prior to the infusion of the undiluted etoposide. This resulted in a delay until a new dose of medication was prepared for administration. No patient or user harm occurred as a result of the event.

Event description:
It was reported that the set had cracked at the spike and leaked prior to the infusion of the undiluted etoposide. This resulted in a delay until a new dose of medication was prepared for administration. No patient or user harm occurred as a result of the event.

Manufacturer narrative:
The customer complaint of set cracked at the spike and leaked was confirmed. Photo provided by the customer observed a hair line crack on the drip chamber spike near the vent cap. The root cause of this failure was not identified as no product was returned.